Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the loop recorder exhibited episodes of under-sensing. The loop recorder was reprogrammed. Following the programming changes, it was noted that the episodes of under-sensing reoccurred. No additional intervention was performed. There were no patient consequences and the patient will be further monitored.